Event description:
It was reported that the sensica device exhibited phantom touches due to the screen being cleaned with disinfecting chemicals. The nurse also indicated that the patient had a drop in urine output from 0200 to 0400 that had otherwise been adequate (80s to single digits). The nurse released the catheter from the urometer, checked for flow multiple times, and did their best to position the catheter for optimum forward flow at least twice during this time. One issue was that the catheter tubing had to go up over the bedside rail tubing length, which they already know was an ongoing issue. The nurse again took the catheter tubing out of the urometer for a turn at 0500. It was clear there was some urine flowing into the bag while it was out of the monitor, and the nurse was hoping that the urometer would recognize this volume once reattached. The device did not detect the additional volume like they have seen happen before. Also, it was incorrectly measuring the total volume as 0 percent, even though there was clearly volume still in the bag. Then the nurse removed the tubing, emptied the bag which had about 350ml of urine and replaced it. When resumes the monitoring, it correctly showed 0 percent, but the bag started filling up with more urine while it was stabilizing and did not detect it. Once it stabilized, it still said there was no extra output. The nurse again removed the tubing and emptied the bag for an additional 250ml of urine output that it missed detecting the urine output. Once the tubing was replaced, detected, and resumed, the device started tracking urine and the volume appeared accurate. Per follow-up information received on 01mar2022, stated that the issue sighted was managed and resolved onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device exhibited phantom touches due to the screen being cleaned with disinfecting chemicals. The nurse also indicated that the patient had a drop in urine output from 0200 to 0400 that had otherwise been adequate (80s to single digits). The nurse released the catheter from the urometer, checked for flow multiple times, and did their best to position the catheter for optimum forward flow at least twice during this time. One issue was that the catheter tubing had to go up over the bedside rail tubing length, which they already know was an ongoing issue. The nurse again took the catheter tubing out of the urometer for a turn at 0500. It was clear there was some urine flowing into the bag while it was out of the monitor, and the nurse was hoping that the urometer would recognize this volume once reattached. The device did not detect the additional volume like they have seen happen before. Also, it was incorrectly measuring the total volume as 0 percent, even though there was clearly volume still in the bag. Then the nurse removed the tubing, emptied the bag which had about 350ml of urine and replaced it. When resumes the monitoring, it correctly showed 0 percent, but the bag started filling up with more urine while it was stabilizing and did not detect it. Once it stabilized, it still said there was no extra output. The nurse again removed the tubing and emptied the bag for an additional 250ml of urine output that it missed detecting the urine output. Once the tubing was replaced, detected, and resumed, the device started tracking urine and the volume appeared accurate. Per follow-up information received on (B)(6)2022, stated that the issue sighted was managed and resolved onsite.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. Additional notes from the nurse indicated that patient had a drop in urine output from 0200 to 0400 that had otherwise been adequate (80s to single digits). Nurse released the catheter from the urometer, checked for flow multiple times and did their best to position the catheter for optimum forward flow at least twice during this time. One issue was that the catheter tubing had to go up over the bedside rail tubing length which they already know was an ongoing issue. Nurse again took the catheter tubing out of the urometer for a turn at 0500. It was clear there was some urine flowing into the bag while it was out of the monitor and nurse was hoping the urometer would recognize this volume once reattached. The device did not detect the additional volume like they have seen happen before. Also, it was incorrectly measuring the total volume as 0 percent even though there was clearly volume still in the bag. Nurse then removed the tubing, emptied the bag which had about 350ml of urine and replaced it and resume monitoring. It then correctly said 0 percent, but the bag started filling up with more urine while it was stabilizing and did not detect it. Once it stabilized, it still said there was no extra output. Nurse again removed the tubing and emptied the bag for an additional 250ml of urine output that it missed to detect the urine output. Once the tubing was replaced, detected, and resumed, device started tracking urine and the volume appeared accurate. Per follow up information received on (B)(6)2022, the issue sighted was managed and resolved onsite. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. Labeling review is not required because labeling could not have prevented this issue. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned